Event description:
Treatment of an arteriovenous malformation (avm). It was reported that the patient underwent onyx embolization on (B)(6) 2011 and the catheter became entrapped in the onyx cast during procedure. Upon withdrawn, the catheter broke off approximately 1cm from the distal tip and the broken segment remained in the patient. On (B)(6) 2012, the patient readmitted to the hospital for MRI follow up and it was reported the broken segment remaining in the patient with no complications. Same event as MDR# 2029214-2012-00644.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).